Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d10; h2; h3; h4; h6. The complaint has been confirmed through visual inspection of the returned products, which identified white and black debris inside the sealed sterile packaging and some dents on the sterile packaging. The white debris is consistent with the appearance of foam shedding from the foam packaging, and the black debris is consistent with the appearance of porous coating shedding from the implant. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant and transfer to the packaging, and the foam packaging to shed due to friction. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04224, 0001825034 - 2019 - 04225.

Event description:
It was reported that during inspection, several items were identified with non-conformances such foreign debris found in the sterile packaging, as well as damaged sterile packaging. No adverse events have been reported as a result of the malfunction. No additional information is available.